Manufacturer narrative:
(B)(4). The investigation cannot confirm the reported defect because the incident sample was not returned for evaluation. The sample has been requested but to date the incident sample has not been received. Should the sample be received or if new information becomes available, a follow-up report will be submitted.

Event description:
Customer reported bravo ph capsule failed to attach. Ther was no harm to patient or user.